Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia with a blood glucose value of 500 mg/dl at the time of the event. The customer also reported the insulin pump was cracked at the battery compartment and insulin flow was blocked. The customer reported hyperglycemia treated with a manual injection. The event involved product mmt-1886. Troubleshooting was performed for hyperglycemia and cosmetic damage and not performed for the insulin flow block. The customer reported physical damage on the pump not related to the retainer ring. The customer had used the insulin pump system within 48 hours of the reported high blood glucose event. The customer used the smartguard/auto mode of the insulin pump. No further patient complications were reported. The customer will discontinue the use of the pump. Mmt-1886 was requested and the customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at .08745 inches. The insulin flow blocked alarm functioned properly during the basic occlusion, occlusion, and force sensor tests. No unexpected insulin flow blocked alarms during testing. Successfully downloaded the trace and history files using thump and carelink upload was successful. No under-delivery anomaly was noted during testing. A review of the pump history file reveals on 2/1/2025 there were three (3) no delivery (insulin flow blocked) alarms generated, listed below: 02/01/2025 05:51:39 alarmalertnotification faultnumber = no delivery (7) during a cl1autobolus delivery. 02/01/2025 07:16:31 alarmalertnotification faultnumber = no delivery (7) during a cl1autobolus delivery. 02/01/2025 09:49:51 alarmalertnotification faultnumber = no delivery (7) during a tubingfill delivery. The pump was cut open to perform a visual inspection. No evidence of physical or moisture damage was found on the electronic assembly (pcba 1 and pcba 2), motor, or force sensor. A p-cap locks into place inside the reservoir compartment properly. The following were noted during a physical inspection: scratched case, cracked select button keypad overlay, stained keypad overlay, cracked lcd window, pillowing keypad overlay, cracked battery compartment, and cracked battery tube threads. The pump passed all functional testing. Under-delivery and high bg anomalies are not confirmed. Insulin flow blocked alarm complaint is not confirmed. Cosmetic damage on the battery compartment and battery tube threads is confirmed. For additional information regarding the tests performed, refer to d00854230 ¿ appendix e the pump history file lists six (6) boluses on the event date, 2/1/2025, listed below: 02/01/2025 05:51:39.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1autobolus (9) normalbolusamountprogrammed: 39000 (3.9 u) bolusamountdelivered: 29000 (2.9 u) 02/01/2025 06:16:33.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 1250 (0.125 u) bolusamountdelivered: 1250 (0.125 u) 02/01/2025 06:21:35.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 1750 (0.175 u) bolusamountdelivered: 1750 (0.175 u) 02/01/2025 06:26:35.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 1250 (0.125 u) bolusamountdelivered: 1250 (0.125 u) 02/01/2025 07:11:29.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 250 (0.025 u) bolusamountdelivered: 250 (0.025 u) 02/01/2025 07:16:31.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1autobolus (9) normalbolusamountprogrammed: 15000 (1.5 u) bolusamountdelivered: 7000 (0.7 u) please see below for the daily total of all insulin delivered on the event date, 2/1/2025: 02/01/2025 13:32:00.000 dailytotalsg670 (63) dailytotalcollectionstarttime: 02/01/2025 00:00:00.000 dailytotalofallinsulindelivered: 113000 (11.3 u) dailytotalofbasalinsulindelivered: 77000 (7.7 u) dailytotalofbolusinsulindelivered: 36000 (3.6 u) there were no auto suspend events on the event date, 2/1/2025. There were no user suspend events on the event date, 2/1/2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.